Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Review of the event history log revealed, many over-pressure alarms. Functional testing was unable to duplicate the reported problem. The device passed, the downstream occlusion trip point test. The downstream occlusion sensor was replaced as a preventative measure. The device then passed, all functional testing. The service history review had no indication, that the complaint was related to a service of the device within the review period. B3.: date of event: unknown. No information has been provided to date.

Event description:
It was reported, that the pump gave overpressure alarm without any reason. There was unknown patient involvement.